Event description:
It was reported via repair work order that the left and right siderails were broken and the power cord ground prong was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted as it was initially reported that the left and right siderails were broken. However, further investigation determined the siderail panels were scratched and the siderail labels had cosmetic damage. This is not likely to harm the patient as the damage was cosmetic and did not affect functionality of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. Follow-up also includes product information and evaluation results.

Event description:
It was reported via repair work order that the power cord ground prong was broken and the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.